Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to a pacing output rate issue, resulting in an arrhythmia. Programming changes were made to resolve the issue. The patient remained stable.